Event description:
Information was received that while a smiths medical endotracheal tube was in use, the balloon quickly deflated. The device was removed and replaced; no patient injury occurred. It was reported that the cuff of the tube was inflating correctly prior to placing on the patient.